Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the purple-luered lumen, leakage was observed at the interface between the luer adapter and the syringe. The connection between the purple luer and the syringe did not feel firm. An attempt to insert an iso taper gauge into the purple luer adapter revealed that it could not be fully inserted. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The material was continuous with the luer material and appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The protruding material observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. The material was a defect that occurred during the molding process. Bd is working with the manufacturing site to prevent the occurrence of these types of events.

Event description:
It was reported that the patient had the catheter inserted at catheterization clinic in the afternoon of december 27. During catheter flushing, liquid leaked from the port on one side. Leakage continued after replacement of syringe and connector and a new catheter was inserted. At present, the patient is receiving normal treatment. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1285 showed 11 other similar product complaint(s) from this lot number. The complaints for this lot number (refy1285) have been reported from china.

Event description:
It was reported that the patient had the catheter inserted at catheterization clinic in the afternoon of (B)(6). During catheter flushing, liquid leaked from the port on one side. Leakage continued after replacement of syringe and connector and a new catheter was inserted. No other information was provided.